Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 1 month post implant of this 29mm bioprosthetic mitral valve, it was explanted and replaced with a 31mm valve of a different model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was replaced due to severe stenosis and pannus formation. A4 <(>&<)> a5 updated. If information is provided in the future, a supplemental report will be issued.